Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the trunk cable connector was damaged. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon service investigation pin 10 of the trunk cable connector was bent. The root cause of the bent pins was excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the bent connector pin. The last pt to use this belt did not report any deficiencies.